Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what was the procedure that was being performed? Laparoscopic right hemi colectomy. Was there any patient consequence as a result of the event? Or was this issue identified after the original surgical procedure (meaning post-operatively)? Patient developed a leak at the ischaemic staple line and needed to go back to theatre. If yes, how many days after the original surgical procedure was the issue identified? Not sure. What was done to address the issue? I met with the surgeon with a colleague to try and offer support but he believes that this may have come about as he has had to slightly alter his surgical technique due to the discontinuation of tl90 . We have evaluated tx60 with him which will be good to use when the bowel is narrow enough but he will still face challenges when he needs a 100 what is the current patient status? I believe the patient is now discharged from hospital. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How long after the original procedure was the leak identified? Does the surgeon believe that the ischemia that purportedly caused the leak was secondary to the staple line and due to surgical technique? Would the sales rep or surgeon be interested in speaking with ethicon medical and engineering personnel regarding this event?

Event description:
It was reported that during a laparoscopic hemicolectomy, I had a discussion with this surgeon about a case when he has operated and had to use an alternative product due to the discontinuation of a device. He used tlc75 instead. He had an adverse outcome; one patient had a leak. He is not sure if this is related to the change of product and therefore a change to his procedure or if it is just co-incidental. There was no patient impact and the procedure was not extended greater than 30 minutes due to the failure.

Manufacturer narrative:
(B)(4). Additional information requested and received: how long after the original procedure was the leak identified? The leak was identified 8 days after the procedure. Does the surgeon believe that the ischemia that purportedly caused the leak was secondary to the staple line and due to surgical technique? Yes he does believe that the leak was associated with the staple line and due to the fact that he had to change his surgical technique due to the discontinuation of the tl90. He does not believe that this leak was due to poor blood supply as the issue was only at the staple line.